Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging cradle did not reliably charge the ilet, as indicated by the green charging light not engaging when the device was placed on the cradle despite attempts with multiple outlets, while the ilet continued to function and display blood glucose values in range. Symptoms included no adverse clinical effects. Outcomes included shipment of replacement supplies and completion of troubleshooting and education. Investigation included customer-reported checks of power sources and observation of the indicator light behavior. Investigation of this case revealed an apparent charging function issue associated with the external cradle component, with no impact to device therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging cradle.